Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found.

Event description:
The customer reported that the check vent alarm for blower temperature high (ec 1122). The customer reported that the unit was in use on patient; but no patient harm reported. The unit was swapped out. The customer contacted product support (ps) and ec 1122 logged. The ps reviewed suggested repair per the manual. Air inlet filter was discolored but not bad, inlet being blocked not suspected. Cooling fan filter is operating, filter slightly dirty. The customer could not duplicate the issue. Product support advised to replace the blower per technician discretion due to intermittent characteristic to this issue. Further information is pending.